Event description:
It was reported that the device exhibited damage to the rear case, a foggy lens and constant beeping. There was no report of any patient injury.

Manufacturer narrative:
No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a sticker seal and it had a crack on the case. There was no evidence of the error or reported problem in the event history log. The reported problem was duplicated. The investigation found no error code on the returned device, but it found a crack on the rear housing, and scratched lens with double beeping after power up. It was reported that the cracked case, scratched lens and downstream occlusion sensor were believed to be the cause of the reported problem. For corrective action the rear case, lens and downstream sensor were all replaced. The root cause of reported problem was unknown. Product is beyond 3 years from manufacture date of 2019-06 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously., corrected data: correction: h4: mfg. Date. 28-jun-2019 correction: d4: model number: 6400.